Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the vessel was predilated with another company's balloon catheter (unknown size and atm). The promus stent delivery system (sds) was used to treat a lesion in the left anterior descending (lad). The balloon was pressurized up to 10 atm and ruptured. There were no complications associated and the stent was deployed. The balloon was removed with no issues and post dilated with another company's balloon. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible in the balloon. There was contrast visible in the balloon and inflation lumen. The balloon was loosely folded. There was no damage noted to the sds. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when water leaked out of a pinhole over the distal marker. There were no scratches notes. The product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.